Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient received an alert on the cgm and when he checked the mobile app, the cgm reading was 225 mg/dl. He compared a fingerstick reading and it was 25 mg/dl. There were no symptoms reported during this time of the event. The patient laid down and was given honey by his spouse. They waited for about two hours. It was reported that the patient also took fast acting insulin (the time and reason why was not reported) which led the patient to becoming unconscious. The patient's wife put honey under the patient's tongue and after thirty minutes, the patient felt better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "it was reported that the patient also took fast acting insulin (the time and reason why was not reported) which led the patient to becoming unconscious." H2 correction/additional information. H6 health effect - clinical code - additional. H6 health effect - clinical code - e0131 speech disorder.

Event description:
It was reported that the patient also took fast acting insulin (the time and reason why was not reported) which led the patient to have slurred speech and becoming unconscious.